Manufacturer narrative:
H.6. Investigation: eighteen sealed and one open 32g x 4mm pen needle samples and three photos were returned from lot. No. 9029758, cat. No. 320136. Visual examination was carried out on the returned samples and photos and foreign matter was observed on the opened sample. No issues were observed on the eighteen sealed samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The most probable root cause is teardrop label particle blown onto unit from cleaning of the station prior to sealing.

Event description:
It was reported that "cotton like" foreign matter was found on the bd micro fine plus¿ insulin pen needle before use. The following information was provided by the initial reporter, translated from japanese to english: "cotton like fm on the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "cotton like" foreign matter was found on the bd micro fine plus¿ insulin pen needle before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "cotton like fm on the needle."